Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The device is not eligible for repair due to age. The cause of the reported issue could not be determined. The device remains with the customer.